Event description:
It was reported that a patient had a generator change as the old device was at eri. After the procedure was over, interrogation of the new unify showed extremely short av and pv delays on the free running ECG. Rom patch reset/downloaded abd device image was obtained for review. Device remained implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.